Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit [esu, model vio 300 d, part number (p/n) 10140-100, serial number (s/n) (B)(6)] or apc/esu system [apc, model apc 2, p/n 10134-000, s/n (B)(6) with esu, model vio 300 d, p/n 10140-100, s/n (B)(6)] was involved in a patient incident. One of the apc/esu systems was used in a colonoscopy to treat an arteriovenous malformation (avm). The system was used with an fiapc circumferential probe (p/n 20132-218). No information was provided regarding any of the other accessories used in the procedure. The reported apc settings were pulsed apc, effect 2 @ 20 watts with a 0.5 liters/minute flowrate. A perforation in the duodenum occurred. No further information was provided as to how the perforation was treated.

Manufacturer narrative:
A request has been made to the account to have the equipment that was possibly involved in the event inspected/tested by erbe [note: no anomalies were found in the device history records (dhrs) of the devices.]. If the erbe equipment is inspected/tested and an equipment problem is found with any of the units that may have caused or contributed to the incident, then a follow-up report will be filed. Most likely, there were many factors involved with the reported event. As a result, a conclusive determination as to the cause of the incident in all likelihood will not be possible. To further address the issue, additional in-servicing was performed with involved medical personnel on (B)(6)2025.